Event description:
A site representative reported that when they powered on the imaging system it felt hot and smelled as if electrical components were burning. The next day they powered the imaging system on and it was back to normal. There was no patient involved with this concern.

Manufacturer narrative:
There was no patient involved with this concern. The initial report occurred on (B)(6) 2013 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(6) 2014. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. The power factor controller (pfc) board was replaced. Then the issue recurred, so a second pfc was replaced along with the motor battery charger board. The imaging system passed the system checkout. Both pfc boards were returned to the manufacturer for evaluation and were found to have a similar failure mode. The power resistor sitting on the big heatsink on the pfc board showed burn mark due to overheating. The fan which provides air flow through the heatsink receives its power from the motor charger board. The motor charger board was tested and failures were identified on charger a and the 24v dc fan output which directly caused the reported event. The replacement motor charger and pfc board resolved the issue.